Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death is unknown. The outcome was not considered device or therapy related. It is unknown if an autopsy was performed. No additional will be provided.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between the device and the patient's outcome could not be conclusively established through this evaluation. The device was not explanted for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction," lists all adverse events which may be associated with the use of heartmate 3 lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.